Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and uterine enlargement ("my uterus was enlarged"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, weight increased and uterine enlargement outcome was unknown. The reporter considered pelvic pain, uterine enlargement and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: weight increased, uterine enlargement" most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "weight gain, my uterus was enlarged" added from social media report. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced weight increased ("weight gain"), uterine enlargement ("my uterus was enlarged"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and abdominal pain lower ("lower (r) quadrant pain"). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), salpingectomy bilateral, oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, weight increased, uterine enlargement, menorrhagia, vaginal haemorrhage and gastrointestinal disorder outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, gastrointestinal disorder, menorrhagia, pelvic pain, uterine enlargement, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in social media: weight increased, uterine enlargement." Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), gastrointestinal or digestive system condition, lower (r) quadrant pain. Onset date of event pelvic pain were update. Lab data, plaintiff name were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.